Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) and this transvenous defibrillation lead exhibited an intermittent loss of capture in the right ventricle (rv) at 7.5mv. The patient was pacemaker dependent. A boston scientific technical services consultant discussed pacing on the left ventricle, but could not recommend a coronary sinus lead for it's instability nor an epicardial lead for it's more invasive surgery. It was recommended to place a new rate/sense lead in the rv.